Event description:
The device pocket was hit with a ball during fast pitch softball game. Afterward, the pt experienced intermittent shocking in the pocket and intermittent surging. Palpation of the pocket elicited the shocking and increased the intensity of the surging. Impedance measurements were with normal limits. The hcp was unable to program around the problem. The patient did not want to have additional surgery . The situation would be monitored to see if it became worse. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.